Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the battery was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
B3: exact date unknown, event occurred several years prior to the date the manufacturer became aware.